Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('claiming pregnancy birth no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, device expulsion, abdominal pain, dysmenorrhoea, menorrhagia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for-pelvic pain abdominal pain, dysmenorrrhea (cramping), menorrhagia, expulsion and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event "injury to herself" updated to device expulsion ,pelvic pain female, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),claiming pregnancy, device ineffective and fatigue", patient demography,lab data was added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('claiming pregnancy-birth - no complication') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida ((B)(6) 1998, (B)(6) 2003, (B)(6) 2011), parity 3, gestational diabetes and threatened abortion. Urine pregnancy test negative. Concomitant products included fluoxetine hydrochloride (prozac) since 2005 and irbesartan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("complications of unintended pregnancy : weight gain"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, vaginal haemorrhage and menorrhagia had not resolved and the pregnancy with contraceptive device, device expulsion, bleeding menstrual heavy and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bleeding menstrual heavy, device expulsion, dysmenorrhoea, fatigue, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: patient received treatment for-pelvic pain abdominal pain, dysmenorrrhea (cramping), menorrhagia, expulsion and fatigue. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, unilateral occlusion (right tube occluded), other (please describe) right tube appeared blocked. Essure on left looked close to uterus but was somewhat coiled and on there was obvious spill into abdomen from distal tube. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Ultrasound scan - on an unknown date: shows viable pregnancy. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record received. Events- "abnormal bleeding (vaginal), complications of unintended pregnancy : weight gain", medical history added. Lot number received. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('claiming pregnancy-birth - no complication') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida ((B)(6) 1998, (B)(6) 2003,(B)(6) 2011), parity 3, gestational diabetes and threatened abortion. Urine pregnancy test negative. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) and irbesartan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("complications of unintended pregnancy : weight gain"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, vaginal haemorrhage and menorrhagia had not resolved and the pregnancy with contraceptive device, device expulsion, bleeding menstrual heavy and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bleeding menstrual heavy, device expulsion, dysmenorrhoea, fatigue, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: patient received treatment for-pelvic pain abdominal pain, dysmenorrrhea (cramping), menorrhagia, expulsion and fatigue. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, unilateral occlusion (right tube occluded), other (please describe) right tube appeared blocked. Essure on left looked close to uterus but was somewhat coiled and on there was obvious spill into abdomen from distal tube. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Ultrasound scan - on an unknown date: shows viable pregnancy. Lot number: 809010; manufacturing date: 2010/12; expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.